Event description:
The consumer called into customer care concerned about the high blood glucose readings 'last night and this morning.' According to the consumer, she performed a blood glucose test at 12:22 am getting a result of 239 mg/dl. The consumer reported she administered 1.3 units based on that result. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
Test strip lot #: 1020215050. Expiration date: 2/2017. Control solution lot #: none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.